Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain. Patient reported last (B)(6) he was walking behind his house in the woods and he fell several times. He states he originally fell faced down, but then tried to make his way back home and fell several other times. Patient states he is still getting relief from the stimulator, but it does not feel comparable to relief he was receiving prior to the fall on (B)(6) 2024. Today impedance check was performed and contact 12 did have high impedance. Patient had been using program a so patient was given new program b and upon testing stimulation on program. B patient was filling stimulation in his left abdomen, which was new. Per dr beck patient will be sent for an x-ray to check for lead migration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was slightly migration nothing significant. The cause is unknown. No actions taken; other than avoiding damage contact. The device is still implanted and being used the patient has not been scheduled for a lead replacement/lead revision.